Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR id2134265-2013-01664, MDR ID 2134265-2013-01663. It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure, the patient experienced myocardial infarction. The target lesion #1 was a long bifurcated lesion located in the 1st om (obtuse marginal) with 100% stenosis and was 72 mm long with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50 mm x 16 mm and 3.00 mm x 32 mm promus element stents in an overlapping manner with 0% residual stenosis. Additionally a 2.75 x 26 mm non-bsc drug eluting stent was placed in the target lesion #1. The target lesion #2 was a de novo lesion located in the proximal lcx (left circumflex artery) with 60% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm promus element stent with 0% residual stenosis. In (B)(6) 2010, it was noted that the subject had elevated troponin value and a myocardial infarction was reported by the site. An electrocardiogram revealed non q wave mi, no action was taken to treat the event. It was observed that the subject did not experience ischemic symptoms. The event was considered resolved without residual effects. The subject was discharged on aspirin and clopidogrel.